Manufacturer narrative:
(B)(4). Conclusion - the pads were returned and used with a device in house and were found to be operating per specification. They were used with a pt simulator and successfully delivered multiple shocks and were able to read the simulated rhythms. Visual inspection noted small specks of dirt were adhered to the pads.

Event description:
After deploying a set of pads that compatible with the monitor defibrillator they were deployed with to monitor a pt's rhythm. The user alleged that they were unable to recognize the pt's rhythm.